Manufacturer narrative:
The received instrument arrived clean and without visible damage. Test and analysis equipment used: aesculap rf- generator "gn 200", snr. (B)(4). Microscope "(B)(4)- vhx 5000." Digital-camera "(B)(4) dmc tz8." Fluke trms- multimeter, td no. 1838. Distance gauge. Measuring module box with power supply. Visible inspection of the jaw indicated no abnormities such as burned or charred areas. Mechanical function was tested, the clamping and the cutting function worked well. The instrument was connected to an rf- generator "gn 200", serial no.(B)(4), and electrical functions were tested, results are: test step: generator- announcement: result: activation with open jaw, "regrasp open" , o.k. Activation with wet tissue, "sealing", o.k. Activation with closed jaw, "regrasp short", o.k. Activation with tin-foil in jaw, "regrasp short", o.k. The function of the resistance of the system was tested and found to be within specification. The instrument was decontaminated for the remainder of the investigation. The device was microscopically inspected and there was no damage, such as charring, impacts or damaged dissection clip noted. The clearance between the upper and lower jaw was found to be within specification. Manufacturing documents were reviewed and found to be according to specification valid during the time of production. Because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters, the root cause is most probably user related. Corrective / preventive action: not required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Caiman instrument did not seal tissue during surgery, which resulted in bleeding. Use of vascular clips was needed.